Event description:
It is reported by patient's counsel that pt was implanted with a zimmer distal medial plate in 2004, following a motor vehicle accident in which her right humerus was fractured. Patient's arm was twisted in 2006, and pt experienced pain thereafter. At about 8 days later, pt was advised that hardware in her arm had been broken. Pt has not been revised.

Manufacturer narrative:
Eval summary: the complaint suggests that 2 years post-op, the patient's arm was twisted, but it is unknown to what caused this event and how severe it was. Based on the available info, cause cannot be definitively determined. Eval summary: no product was returned. Review of the device history records was also not possible the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.